Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no impact to the customer's blood glucose level, as the issue occurred during setup of the pump and it had not yet been used on the customer at the time of the reported event. It was indicated that the customer would continue to use manual injections as alternate insulin therapy until the replacement pump was received.